Event description:
Attorney alleges the plaintiff suffered severe pain and disabling injuries. Attorney also alleges the plaintiff is experiencing the following: chronic debilitating pain in her jaw, neck and back which causes her difficulty talking, chewing and swallowing, severe internal bilateral tm joint damage, facial disfigurement, sleep deprivation and fibromyalgia as a result of her chronic pain, facial paralysis with ocular complications, auditory complications, facial neurological complications (rsd), emotional upset and mental distress. Plaintiff underwent corrective treatment, restorative surgical, physiotherapeutic, medical and other treatment and therapy to attempt to mitigate and correct the damage done.